Event description:
It was reported by the customer that a pyxis medstation system was disconnected in mode. The customer reported that users were unable to remove medications from the drawer. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station was in disconnected mode and the database was bloated due to database corruption.a technical support specialist attempted to reindex, deployed a package to restart the maintenance service , and reduced patient inactivity days from 60 to 40 to resolve the issue.the system functioned as intended after the technical support specialist troubleshooted the device.